Manufacturer narrative:
A guidewire could not be fully inserted due to a foreign material substance found between the filars inside the inner coil at the time of the procedure.

Event description:
It was reported that during the implant procedure the physician was unable to locate the lead in the coronary sinus using the guidewire. Several attempts were made to locate the lead without success. After reviewing the placement of the lead; the lead was not maneuvering. The lead was no longer used and replaced.